Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient presented with their right ventricular (rv) lead exhibiting high thresholds, non-capture, high/varying impedance, oversensing/noise, and increased short interval counts (sic), resulting in an inappropriate therapy being delivered to the patient. A lead fracture is suspected. The device was reprogrammed and has since been removed and replaced. No patient complications have been reported as a result of this event.